Event description:
The customer reported both monitors were blank and the sys was unable to display a live image. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.